Manufacturer narrative:
An actual sample was received on (B)(6) 2010 and is pending evaluation by (B)(6). A follow up report will be filed once the sample is evaluated or it any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a tear since the bag had a port and a tube membrane not connected to the bag. The root cause of this condition was determined to be caused by an excessive force being applied. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
The customer reported to their baxter sales representative on (B)(6) 2010 an incident in which the bag tore while removing unspecified alaris IV tubing after filling with midazolam on an unknown date. This incident occurred with the intravia empty container. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.